Event description:
I had started using a philips CPAP machine in february and not long after started having severe headaches, nasal irritation, raw areas, burning, respiratory irritation, laryngitis and then bloody began with bloody noses. Product was recalled. FDA safety report ID # (B)(4).